Manufacturer narrative:
During inspection and testing, the reported issue (a-rubber adhesive worn) was confirmed. It was observed that the adhesive on the a-rubber was separated. In addition to foreign material on brush, service found the insulation resistance value at the distal end was out of specification, the lens adhesive was discolored, and the connecting tube was scratched and buckled. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that the adhesive on the bending section cover (a-rubber) of the subject device was worn. The reported issue was observed while reprocessing the subject device. There was no report of patient or user injury due to the event. The subject device is an olympus loaner device. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed on the brush. This report is being submitted for the malfunction found during device evaluation (foreign material on brush).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer answered the following: a. Any malfunction of reprocessing accessories. No b. Delay of pre cleaning. No c. Delay of manual cleaning (if delayed, pre soaking is required). No d. Aspirating water/detergent during pre cleaning. No e. Brushing of channel, port and suction cylinder. Yes a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may have remained since reprocessing was deviated from instructions for use. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): "IFU states the detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures" olympus will continue to monitor field performance for this device.